Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the balloon was not properly folded, indicating it had been subjected to positive pressure. According to mustang specifications, the rated burst pressure for this device is 24 atmospheres. The returned device was connected to an encore inflation unit, and positive pressure was applied. During testing, deionized water was observed leaking from a pinhole in the balloon, located approximately 22 mm distal to the proximal marker band. Visual examination of the marker bands showed no abnormalities. Visual and tactile inspection of the shaft identified multiple kinks, while the tip showed no evidence of damage.

Event description:
Reportable based on the device analysis completed on (B)(6) 2025. It was reported that inflation failure and leakage occurred. The 75% stenosed target lesion was located in the mildly calcified and mildly tortuous forearm, upper limb vessel. A 5.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. During the procedure, it was observed that the balloon failed to inflate at a pressure of 16 atmospheres. After withdrawing the balloon from the body and reapplying pressure, a liquid leak was detected. The procedure was completed using with another of the same device. There were no patient complications reported as a result of this event. However, returned device analysis revealed balloon pinhole located approximately 22mm distal from the proximal markerband.